Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Our angiography department has encountered a problem with the merit inflator reference in4352. On (B)(6) 2025, the inflator handle ended up in the nurse's hand during an intervention and it was impossible to deflate a balloon during a dilation of a common artery. The event forced us to quarantine batches. No patient details or injury was reported.

Event description:
Additional information was received about the reported event. It was reported the handle of the inflation device detached. The nurse using the device was manipulating the device when the handle fell off. There was no report of the inability for a balloon to deflate for this reported event. No patient injury was reported.

Manufacturer narrative:
The suspect device was returned for evaluation. On visual inspection, the trigger handle was detached from the barrel. Additionally, adhesive residue was found in an incorrect location. This complaint has been confirmed. The root cause is incorrect adhesive placement during assembly. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.